Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: no activity related to the complaint observed in the black box or download history. Corrosion observed inside battery compartment. Battery compartment and cap are intact with no physical damage. Pump powered on normally and was exercised for 24 hours, no overheating or alarms duplicated. The pump electrical current draws were found within specification. No leaks found during leak testing. Pump cover removed no further evidence of moisture found. No defects found to power flex, battery connections. No damage found to tvs4 component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature - no physical damage issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.